Manufacturer narrative:
Findings: pump received with blank display and constant tone due to moisture damage on the electronics assembly. Unable to perform all functional testing including the operating currents, unpected restart error test, rewind, basic occlusion, occlusion, prime and excessive no delivery test due to blank display. Pump received with moisture damage motor, vibrator, keypad and battery tube assembly. Pump received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads.

Event description:
The customer reported via phone call indicating that the insulin pump had moisture damage. Customer's blood glucose at time of incident was 176 mg/dl. The customer reported that the device was exposed to toilet water. Customer reported that she dropped the pump in the toilet. Customer reported there is fluid under the lcd display. The customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that we are replacing the pump.